Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with history of atrial noise. Atrial oversensing was reproducible with deep breathing. Programming changes were recommended.